Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3018237. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter: I am contacting you since our customer reported 4 claims about leakage of our devices on the component that you provide us was the device in use on/in the patient when the problem occurred? In some cases yes, in others no. Has the patient or user been injured? If yes, please provide a detailed description no was the healthcare professional present when the problem occurred? Yes, it was the health personnel who encountered the problem. Was medical intervention/additional medication required? If yes, please provide a detailed description no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.